Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked. This occurred during patient use. It was stated that a drop was found on the valve of the one-link set after nuclear medicine was given. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.